Event description:
Patient had a sub-occipital craniotomy with bovine graft performed for chiari I malformation in 2007. At approx 3 weeks post-op follow-up, patient did not have any problems. About 5 days after follow-up, patient was admitted to hospital for possible superficial wound infection. Blood and urine cultures were both negative. Patient was placed on clindamycin after allergic reaction to vancomycin. Incision is healing well, no open areas noted. About 3 weeks later, patient was admitted again for possible infection. Patient has "bulging" at operative site. Pt has pseudomeningocele with some degree of hydrocephalus. No further incidences were noted for this patient post admission.

Manufacturer narrative:
Report on this event is late due to inability to locate surgeon and determine what adverse event occurred to the patient. Initial indication of event occurred when hospital returned unused product on october 15, 2007 and indicated there had been an adverse event.